Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018 the service tech found the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the condition of, ¿service technician finding of no audio¿. The unit was triaged and the reported condition was confirmed. The device was opened and inspected for damaged components. The u14 chip of the buzzer circuit was found displaced to the lower side of the pcba. The chip was viewed under a microscope; the leads of the chip were bent/pulled up and pins 2 and 3 have damage to the copper trace. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.